Event description:
The lay user / patient contacted lfs alleging inaccurate control readings on their one touch ultra 2 meter on (B)(6) 2011. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient first noticed the inaccurate control readings on (B)(6) 2011. On (B)(6) 2011, the patient ran quality control test; however, did not provide the readings they had obtained when running a quality control test. The patient did not test on another device. The patient took their usual dosage of medication and approximately 5 hours later, the patient developed symptoms of feeling sweaty, weak, confused and woozy. Due to the alleged issue, the patient ate food/drink and did not seek any further medical attention or contact their physician for assistance. The technique of applying control test was correct. The patient was using the correct vial of control solution. While troubleshooting, it was noted that the control solution had been opened longer than the expiration date. The product was replaced. No further clinical information was provided. It would have been helpful to know the control readings, whether the patient tested her blood glucose prior to symptoms and her diabetes regimen. The complaint is being reported since the patient alleged that due to the inaccurate erratic control readings, she had later developed symptom suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.